Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. Per tandem¿s user guide: ¿the cartridge is replaced every 48¿72 hours.¿ per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the pump was dropped and multiple intermittent occlusion alarms occurred. Reportedly, the customer changed supplies and resumed insulin therapy. The customer experienced ongoing blood glucose (bg) levels ranging from a value displayed as "low" on the continuous glucose monitor (cgm), to a value displayed as "high" on the cgm. The customer has been using the cartridges beyond labeling and the customer was using off-label insulin. Customer administered a manual injection to address high bgs and consumed carbohydrates to address low bgs.